Manufacturer narrative:
(B)(4). One used medium halo cleaning cap was received for evaluation. The returned sample met specification as received by medtronic. The reported condition was not confirmed. A visual inspection revealed no damage. Additional functional testing was performed and the device was found to function normally and within specifications.

Event description:
It was reported that during a radio frequency ablation procedure for treatment of barret's esophagus, the cleaning cap had fallen off the scope and fell into the patient's stomach. Patient was coughing. Physician was able to retrieve the cleaning cap from the patient's stomach. No further information was provided.

Manufacturer narrative:
A physical inspection was conducted. A microscope was used to look for missing pieces, cuts, or tears in both the interior and exterior surfaces of the cap. There was no physical damage noted on the device. The cap was stretched in the same manner as it would be applied to the end of a scope. No damage was noted. The device retains its elasticity, which is the primary mechanism for holding the device to the end of the scope. There are 3 dimensions of the device that are important for attachment to the end of the scope. These 3 dimensions were checked against the specification drawing. Each was within specification. The returned device was placed onto the end of 2 medium sized scopes in the lab. The fit was tight and the cap was stable on the end of the scope.